Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the customer reported complaint. Upon inspection the instrument was found have a broken conductor wire at the pulley waterfall. As a result, the electrical continuity test failed. The root cause of this failure is attributed to manufacturing. Additionally, the instrument was found to have damaged insulation on the conductor wire at the distal end, with the electrical wires exposed. No missing pieces were identified the root cause of this failure is attributed to component failure. A review of the instrument log for the instrument (part #470205, lot #n13200330-0039) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 4 remaining uses. A review of the site's complaint history does not show any additional complaints related to this product. No photographs or video of the procedure were provided for review. This complaint is being reported due to the following conclusion based on failure analysis results: the instrument was found have a broken conductor wire at the pulley waterfall. The instrument was also found to have damaged insulation on the conductor wire at the distal end with the electrical wires exposed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the identified failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not coagulate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: patient demographics and medical history are unable to be provided.